Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on her shoulders/shoulder blades. The patient reported that she sweats a lot and feels tingles in her back from the lifevest and that she had scratch marks that were red, but were now darker and healed. The patient's physician advised her to use antibiotic cream for her scratches. Follow-up indicated that the reported rash had healed.